Event description:
A patient called and reported multiple myeloma, vomiting, gastritis, and ulcers nine months post implant associated with the lap-band system. The patient had an upper gi that confirmed the lap-band is correctly positioned. The patient also reported being diagnosed with crohn's disease before implant of the lap-band system. The patient noted the vomiting was worse after a car accident this year, and was recently hospitalized due to vomiting with blood showing in the vomit. The patient has declined permission to follow up with the physician. Explant surgery is not scheduled at this time.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 11/16/2011. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. The reported events are surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the serial number of the device has been requested. Device labeling addresses the reported event of irritation/inflammation as follows: "contraindication(s): the lap-band system is contraindicated in: ...patients with inflammatory diseases of the gastrointestinal tract, including severe intractable esophagitis, gastric ulceration, duodenal ulceration, or specific inflammation such as crohn's disease." Device labeling addresses the reported event of vomiting as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended." Device labeling addresses the possible outcome of an ulcer as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."